Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "case was scheduled to distract bilateral xia 4.5 extended connector large (48135104). As an x-ray was taken when patient entered the room. At that time, it was noted that the left construct had broken at the cepholant end of the extended connector just below the blocker, the right side connector had fractured, but not completely broken. The bilateral connectors were removed and replaced and the construct was lengthened."